Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901usqs9gzb4 hardware: sm-s901u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6), 2026. The patient's blood glucose levels rose above 400 mg/dl while wearing the pod longer than 48 hours. The pod was removed from the infusion site (arm) and was wet and may have been leaking. Symptoms reported include the patient feeling unwell and vomiting. The patient was treated with intravenous (IV) insulin, and IV fluids. The patient was discharged on (B)(6), 2026.